Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged battery was identified during visual inspection. Though the issue was verified, the cause of the damage was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.